Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they discovered a hole in the peri-pump tube of an access 2 immunoassay system. The hole was not leaking and laboratory personnel were wearing appropriate personal protective equipment during the tasks that resulted in the hole's discovery. The customer was able to replace the tubing. Although the potential for erroneous results being generated does exist, the customer noted no known result errors associated with this event. No serious injury or death is associated with this event.

Manufacturer narrative:
Service was not dispatched for this event as the customer was able to resolve the issue through normal troubleshooting. A definitive root cause has not been determined to date for this event with the data provided.